Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows multiple occlusion alarms had occurred. The dates in the total daily dose history are incongruent, changing from (B)(6) 2013 to (B)(6) 2012 and from (B)(6 )2012 to (B)(6) 1013. The black box shows a manual time change from (B)(6) 2012 11:56 am to (B)(6) 2013 at 11:58 am. A rewind, load, and prime sequence was performed successfully with no alarms. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced during testing and the pump emitted the appropriate audio-visual alert. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(4) 2013, the reporter contacted animas and alleged the following: she has been receiving occlusion alarms for the past several weeks and now her blood glucose (bg) has been elevated for the past two days. States the highest it has gone is 362 mg/dl: she corrects with the pump and her bg will respond. States she did feel thirsty and have increased urination during the elevation. Current bg is 205 mg/dl with no symptoms. She has changed her site 5-6 times in the past week thinking it might be her site. When she changes her site, she also changes her tubing and her cartridge, but continues to get occlusion alarms. She denies any bent cannulas or any scar tissue. Occlusion sensitivity is set to low in the pump. She states these occlusion alarms happen mostly at random and not at a time she is giving a bolus. When she gets an occlusion alarm she will disconnect from her site and prime the pump. Then the pump will work fine for about 4 hours and then she will get another occlusion alarm. She has noticed that during that prime the motor seems to slow down during the prime and it gets louder. She received an occlusion alarm just prior to calling. Customer technical support (cts) and stated again the pump sounded as though the motor was slowing or struggling during prime. Review of alarm history shows that the pump emitted 7 occlusion alarms today alone. Review of alarm history shows pump has emitted 26 occlusion alarms since (B)(6) 2013. Cts requested patient to disconnect from the pump and remove the tubing and cartridge from the pump. She was able to easily manually push the insulin through the tubing and the cartridge. Cts advised that it may be the site: she was reluctant to change her site as she has seen no bent cannula on multiple previous changes, but removed site while on phone with cts and states the cannula is straight. She is cycling cartridges and not reusing them. The patient is coming off pump until a replacement pump arrives. The blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported due to the non specific allegation of a pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.